Event description:
The customer reported high cv (coefficient of variation) obtained for all three levels of quality control after calibration was performed on the unicel dxh 800 coulter cellular analysis system. The customer discontinued use of the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The fse identified the hemoglobin cuvette required replacement. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and determined the hemoglobin cuvette was denatured and replaced the part to resolve the issue. (B)(4).